Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system screen stayed on the "close door" screen for several seconds after the door has been closed. A field service engineer (fse) installed new latch and harness in remote manager (rm) 2 and treated latch in 1 for oxidation removal and grease application service. Also, the customer chained the rms together then to the station hoping to speed up transacting process of door. The fse then tested in hardware test application (hta) successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es screen remains on the close door prompt for several seconds after the door has been closed. The customer attempted rebooting the station and recovering the drawer; however, the problem persisted.the customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported based on this event.